Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the impedance problem was unknown. The patient didn't get any stimulation when trying to program those electrodes so the lead may be bad/broken/fractured. Nothing has been done to resolve the issues. The patient is seeing a new hcp at the end of may to determine what to do next. It was noted that the burning at the pocket occurred while the device was on or off so it may not be anything to do with the battery and just how she reacts to things inside her body. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was explanted. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: neu _unknown_ext ,lot# unknown, product type: extension. Analysis of the ins for insignificant anomalies. Analysis of the extension found that the proximal end connector was not completely seating in the ins connector port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had burning at the pocket site and all of the electrodes were out of range except two. There were no known factors that led to the issue and the patient thought it may be her rsd flaring up in the pocket. The rep reprogrammed the device, but it didn't help. The issue was not yet resolved. No further complications were reported.